Event description:
Baxter reported, "whilst infusing quadruple strength inotropic support into a critically ill patient, the pump alarmed downstream occlusion. Line was checked, which was patent; attempted to restart pump, but would not allow to restart; switched off and on again and further alarms; repeated immediately, but would not allow to restart, therefore, needed to change infusion pump. This resulted in patient's blood pressure dropping to 40 mmhg systolic needing a rapid infusion of fluids and minijet of adrenaline was given to recover blood pressure. The patient then became very unstable for at least 1 hour. The patient recovered". Though requested, no additional information was available.

Manufacturer narrative:
The device is being returned to baxter for evaluation. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.